Manufacturer narrative:
A stryker field service representative (fsr) evaluated the customer's device and was not able to verify the reported issue for the unresponsive on/off button. However, the stryker fsr verified that when the device was connected to the power supply cord, the device would not power on. The device will be returned to stryker for further investigation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device power was intermittently not turning on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker determined that the likely cause of the reported issue was due to the process adhesive on one the ac input pcbs. This could trigger the overvoltage protection of the acpa and make it enter a reset loop. This causes the acpa to not be able to power the device or charge the batteries. The customer was sent a replacement acpa to resolve the issue.

Event description:
The customer contacted stryker to report that their device power was intermittently not turning on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.